Event description:
It was reported that the patient experienced incontinence with their artificial urinary sphincter. The patient experienced leakage when their bladder was under any amount of pressure. The patient was going to visit their physician.